Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated their remote communicator displayed a red call doctor icon. The last device transmission was (B)(6) 2023 and the last connection was (B)(6) 2023. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.